Manufacturer narrative:
Sc-1160, (sn: (B)(6)). The returned ipg was analyzed and was reported that the patients ipg stopped working after a nondevice related surgery. It was also stated that the ipg does not connect to both representatives cp (clinicians programmer) and patients remote. With all the available information, boston scientific concludes issue was confirmed. The returned ipg was not functional when it was received in the lab. It could not be charged nor establish communication with an rc or cp. An internal electrical test revealed excessive current leakage due to asic u2 damage. A review of the patient's data found the battery depletion rate was within the expected range prior to the reported previous surgery, suggesting the device was damaged during the procedure. It appeared that the device was exposed to high-voltage transients or high rf (radio frequency) energy. Exposing the ipg to high-voltage transients or high rf energy can cause this type of damage. The probable cause selected is unintended use error caused or contributed to even.

Event description:
It was reported that the patients ipg stopped working after a non device related surgery. It was also stated that the ipg does not connect to both representatives cp (clinicians programmer) and patients remote. The patients ipg was replaced.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patients ipg stopped working after a nondevice related surgery. It was also stated that the ipg does not connect to both representatives cp (clinicians programmer) and patients remote. The patient underwent an ipg replacement procedure.